Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure for this cardiac resynchronization therapy defibrillator (crt-d) a high shock impedance greater than 125 ohms was identified with the right ventricular (rv) lead. In a review of the lead trend data, the shock impedance measurements were fairly stable between 90 to 135 ohms for the past year. There was no evidence that the device had ever delivered a shock while implanted. The rv pacing impedance and intrinsic sensing measurements were within normal limits. There was no evidence of any noise. Boston scientific technical services (ts) suspected the abrupt increase in the shock impedance value was likely related to the patient's body posture. The device was explanted and successfully replaced. The shock impedance values of the rv lead when connected to the new device were 80 ohms. There was no evidence of a lead issue with x-ray images. No adverse patient effects were reported.